Event description:
It was reported that this right ventricular (rv) lead exhibited a product performance issue. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.